Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/2. Continued h.6. Health effect - impact codes: f2303. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvederm volite and juvéderm® voluma® with lidocaine in cheeks, bilaterally. 3 days later, patient developed a red circular spot on left cheek then right. Patient was prescribed multiple oral antibiotics. Symptoms began to improve then became red and raised. Patient visited a dermatologist who performed an incision, swab, and biopsy. Patient continued oral antibiotics. Approximately two weeks later, area became inflamed, red, and raised again. A needle incision was performed on affected area and discharge was expressed. Approximately two weeks later, left cheek symptoms resolved. Patient then developed fever and swelling in whole face, excluding nose, lips, and forehead areas. Lumps developed in all areas that had received filler over the previous 20 months. Patient went to the emergency and was treated with IV antibiotics twice. Patient was discharged with oral antibiotics. Patient visited a plastic surgeon to dissolved all filler in chin, cheeks, and jaw. Swelling and redness resolved; however, the lumps persisted. Hcp believes symptoms were due to possible allergic reaction. Symptoms ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00775 (abbvie complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma® with lidocaine.